Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced restoring the therapy.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.